Event description:
The user facility reported a 56-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support.. The us complainant had a cp support ongoing when there was high purge pressure alarms and purge system blocked. The team replaced the pc and support proceeded. The team later removed the pump. The cp is not a life sustaining/full support pump. There was no reported harm or injury.

Manufacturer narrative:
The investigation into the reported product damage has been completed. Returned pump was evaluated for the high purge pressure issue. During the evaluation, biomaterial was discovered in the purge gap and on the impeller. Several alarms were triggered, indicating issues with the purge system being blocked and experiencing low/high volume. Furthermore, during the observation, a kink was noticed in the catheter, and as a response, the catheter was cut open at the site of the kink. However, even after this intervention, the catheter kink failed to reproduce a high purge pressure. Per data log review, suction and a motor current spike were observed prior to the purge pressure spike indicating that biomaterial ingestion occurred prior to the catheter kink and was the root cause of the high purge pressure. The evaluation revealed that the root cause of the issue was biomaterial found in purge gap. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿